Event description:
Reporter reports that a hole in the tubing of a transfer set was discovered before use. There is no patient involvement; therefore, no patient injury or medical intervention associated with this incident.